Manufacturer narrative:
The lead was not able to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this right ventricular (rv) lead received an inappropriate shock due to noise that was oversensed. Pacing inhibition was noted. During the device check, noise was reproduced with isometrics but no pacing inhibition was recreated. The patient was hospitalized for a lead revision. At the procedure, this rv lead was surgically abandoned and a new lead of the same model was implanted. No additional adverse patient effects were reported.